Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) instructed the cg to cycle power to clear the alarm. The tsr explained the alarm indicated air entered the set up. The cg confirmed no leaks were noted. The cg stated he/she was unsure if unused calms were left open. The tsr reviewed proper procedures per the user manual and advised the cg to follow up with the nurse regarding the alarm. On (B)(6) 2011, product surveillance spoke with the peritoneal dialysis nurse (pdrn) who stated the home patient (hp) did not mention any alarms but is continuing therapy as normal. The pd rn did not have any further information regarding the reported problem. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.